Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report rewind issues on the insulin pump. Customer also reported that he is experiencing high blood glucose levels. Customer's blood glucose reading ranged from 220 to 547 mg/dl. Customer reported symptoms related to his high blood glucose levels included dry mouth. Customer was not able to troubleshoot at the time of the call. Therefore, the root cause of the customer's high blood glucose could not be determined. Replacement product is being sent.